Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified and moderately tortuous anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed moderately calcified de novo lesion in the moderately tortuous proximal right coronary artery (rca). A 4.5x8mm nc trek balloon dilatation catheter (bdc) was advanced to the stented lesion for post dilatation; however, it ruptured during the first inflation to 8 atmospheres (atm). A non-abbott device successfully completed the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.